Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Troubleshooting revealed the prior to the hospitalization; the insulin pump had given an error that erased all of the settings. It was also stated that the insulin pump had a partial display and cracks around the screen.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.